Event description:
It was reported that the ilet displayed alert 38 indicating consecutive motor stalls, prompting repeated restart requests and preventing progression even after removing supplies and attempting a dry run, consistent with a motor stall during priming and rewinding. Symptoms included no reported adverse clinical effects. Outcomes included uninterrupted access to backup therapy and education on device replacement and return. Investigation included troubleshooting with a dry run and removal of all supplies. Investigation of this case revealed the device continued to report motor stall and was unable to proceed. It was concluded that the device experienced a stalled motor event requiring replacement.